Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2012-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead had low bipolar and unipolar impedance measurements. The atrial lead was programmed to unipolar pacing configuration and the lead remains in use. No patient complications have been reported as a result of this event.